Manufacturer narrative:
The customer declined the option to have their glidescope core 2m quickconnect (qc) cable returned to verathon for evaluation. Therefore, the cause could not be determined. The customer's verathon territory manager reported that the glidescope spectrum qc eco blades were disposed of but the monitor and cable were being held by the facility's biomedical engineering department. It is unknown if the issue was recreated or resolved. Review of complaint history for the reported qc cable was not able to be performed as the lot number was not provided. Trending analysis for glidescope core qc cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope core 2m quickconnect (qc) cable, the image on the connected glidescope core 15-inch monitor turned white on three occasions. Initially, a glidescope spectrum single-use qc eco mac s3 was connected, providing the necessary view for intubation, but the monitor screen turned white. The same issue occurred upon connecting another glidescope spectrum single-use qc eco mac 3. When a glidescope spectrum single-use qc eco mac s4 was connected, the problem persisted. Ultimately, the intubation was successfully completed by connecting a fourth glidescope spectrum single-use qc eco mac s4. No delay in the procedure or harm to the patient was reported.